Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not "fully delivering" boluses on an intermittent basis, resulting in the customer having to manually enter an additional bolus amount. Troubleshooting could not find a cause for the reported issue and the customer declined additional troubleshooting. The customer's blood glucose level was 320 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.